Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction of the m14 catheters. He did not know the lot number of the units he was using at the time he experienced the infection. After reviewing his technique, it was discovered he does not always clean the insertion area or wash his hands before catheterizing, especially when he is away from home. The patient was informed that cure medical's consultant nurse advises carrying wipes to clean the insertion area before inserting when away from home may reduce the chances for infection.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) a couple of weeks ago concurrent with catheter use, and was treated at the hospital. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered fully. He reported no hospital stay.